Event description:
Police called to inform us of pt death while connected to our ventilator. They reported that power failure in neighborhood caused vent to alarm, dad switched power source to external battery and went back to bed. Personal care attendant found child to be expired and vent not functioning about 1 hr. 10 min after dad switched power over.